Event description:
It was reported the patient began to experience stripping of skin immediately adjacent to the stoma during device removal. The patient reported the stoma protrusion fluctuates; however the size remains unchanged. The patient has reportedly used this brand and model of device for approximately 18 years with no prior issues and changes the device every 5-7 days. The patient sought medical treatment and was advised to use a medicated dressing on any open areas. Since that time, the open area is beginning to heal on its own. No further patient complications were reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: activelife convex 1-piece pre-cut drainable pouch w/durahesive skin barrier w/1-sided comfort panel and tape collar 12" transparent. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.